Manufacturer narrative:
Unit received with blank display. Unable to perform the displacement test, operating current tests, self-test, a21 error test and off no power test or verify button keypad anomaly and unable to download pump history using thds due to blank display. Cut and open to perform visual inspection found no moisture damaged electronic assembly, keypad assembly, motor, vibrator during visual inspection. No unlocked j2/lcd keypad connector. Swapping out test board to confirms blank display is isolated to lcd board. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, stained keypad overlay, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. Unable to confirm button keypad anomaly and unable to download pump history due to blank display. Blank display is isolated to lcd board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that all buttons of the insulin pump were not sensitive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.